Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple pends were not addressed in a timely manner, and the load and unload functions were inaccessible. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple pends were not addressed in a timely manner, and the load and unload functions were inaccessible. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that med ID 61811 was still associated with the station but was not currently in the facility formulary. A technical support specialist reviewed the case, provided the requested information, and confirmed that the customer approved med ID 61811 to the facility formulary, which resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.